Manufacturer narrative:
Insulin pump was received with intermittent button response due to flattened button dome switches. Unable to perform the displacement test and self test or verify communication issues due to unresponsive buttons. Insulin pump received with missing display window cover, scratched display window and keypad overlay texture damaged.

Event description:
The customer reported via phone call that he keeps getting issue with his insulin pump connecting to his transmitter. Blood glucose was 90 mg/dl. Troubleshooting was performed. Advised the pump will need to be replaced. The insulin pump will be returned for analysis.